Event description:
The pt reported,the pump had not been installed correctly; the tubes were not connected and an MRI had shown the medicine spraying into their body. The drug used in the pump was morphine. Add'l info has been requested from the physician.